Event description:
An online sales platform of aesthetics and cosmetic product (B)(6) sells a needle product without proper labelling and without information concerning sterility. The device is available on the us market. The product is sold under the tradename nanosoft, which is actually a known tradename of a microneedle sold in the EU. Other than the picture of nanosoft on the website and the fact that the needle hub and cover are similar, the device itself is not the same device, the device sold online is stainless steel canula based, while the original nanosoft device is a microneedle. This is obviously, in my personal opinion, a fake device used under a different device's tradename mesobiotix. FDA safety report ID # (B)(4).